Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a clinic-follow up, loss of capture and low sensing were noted on the right atrial lead. A lead revision procedure is anticipated to resolve the event. The patient was stable with no adverse consequences reported.